Event description:
It was reported through the web pas clinical study that the web embolization device was used to treat a patient for a right mca aneurysm. Reportedly, 9 months post procedure, the patient experienced left sided numbness and weakness that was treated with medications. The patient outcome indicated as, "mrs on (B)(6) 2025 was 1 (same as baseline)." The event was assessed as possibly related to the study device and not related to the procedure.

Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.